Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 305128 and lot number 2355435. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. For the unknown lot, a device history record review could not be completed. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Medical device lot #: 8324376 was reported, however, this is not a lot # manufactured for the reported catalog #. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ needle 1 in. Single use, sterile, 30 g there was missing information from the label. There was no report of patient impact. The following information was provided by the initial reporter: ¿we have several needles that have lot #s displayed but don¿t have expiration dates.